Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the catheter inserted into the patient successfully, the helium pressure continued to drop. The catheter and its connector were inspected and found to have no external force damage, no looseness, and no distortion. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".